Event description:
It was reported that a removal and replacement was performed due to loading issues and haptic damage as the front haptic was caught and sheared. During removal and replacement of the intraocular lens, the incision was enlarged and sutures were used. Another lens of the same model and diopter were used. There was no reported patient injury.

Manufacturer narrative:
Device available for evaluation?: yes. Returned to manufacturer on: 02/07/2014. Device returned to manufacturer?: yes. The removed intraocular lens (iol) was returned to the manufacturing facility for investigation. Visual inspection showed that the sample was received where one (1) haptic was observed broken. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. Visual inspection at 10x magnification showed a few loose particles observed in the optic zone. Investigation and evaluation results showed the condition observed in the lens received was consistent with a lens that had been implanted and removed from the patient's eye. According to the customer's report, the broken haptic event occurred during handling and use error was indicated and not attributed to the manufacturing process. The loose particles observed are compatible with handling the lens. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
No patient information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.